Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 2 years and 6 months post tavr with a 26mm sapien 3 ultra valve, the valve is under expanded and the patient is being worked up for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted to retract the previously reported serious injury. The following sections of this report have been updated: b.1 (corrected to product problem) b.2 (removed required intervention to prevent permanent impairment/damage (devices)) g.3, g.6, h.1 (corrected from serious injury to malfunction), h.2, h.6 impact code (corrected from 4629 to 2199). Per medical records received for the event, approximately 2 years and 6 months post implant with a 26mm sapien 3 ultra valve an echocardiogram showed a mean gradient of 42mmhg. The patient did have complaints of fatigue, but no chest pain or shortness of breath. A cardiac catheterization performed 3 days later noted tavr valve that appears to be under expanded with restenosis. Approximately 2 years and 8 months post implant, the patient was brought in for a valve in valve, however the procedure was aborted due to a mismatch of invasive gradients compared to gradients on echocardiograms. Simultaneous lv and aortic pressures were obtained. Multiple assessments were made at different levels of the aorta as well as the ventricle consistently showing low gradients, not consistent with echo gradients. It was decided at that time to terminate the procedure and monitor the valve over time. The patient was discharged home that day. Based on these results, this complaint is no longer considered to be an FDA reportable event.